Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an endeavor sprint des was implanted (B)(6) 2016). Approximately 35 months post procedure the patient suffered mi (B)(6) 2020). Two stents were placed in the rca (B)(6) 2020) to treat a target vessel but de novo, non target, lesion. The patent was also given medication. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. The patient recovered.